Event description:
On 7/31/90, a device was implanted. On 12/14/90, the pump was revised. On 12/12/96, the device was removed from the pt and another device implanted due to "malfunction." Add'l lot/serial # 6933k 003.